Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
Os 111124 - dentist reported that some days after dental implant installation it was verified its non-osseointegration. Patient presented bone type ii and immediate load was not performed.